Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc leaked   it was reported by customer that the IV, pulled the needle out, but could not advance the catheter. During this IV start attempt, blood was coming out of the catheter despite the blood control valve.   Verbatim: the nurse inserted the IV, pulled the needle out, but could not advance the catheter. During this IV start attempt, blood was coming out of the catheter despite the blood control valve.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issues of threading needle difficult/ leakage were not confirmed upon inspection of the photos. Based on sample evaluation from similar complaint (B)(4) of reported batch 4237744, 50 representative samples were subjected to blood escape time (bet) test to check for septum leakage. 14 out of 50 samples failed the bet test with septum leakage observed. The 14 failed samples were then subjected to visual inspection to check on the slitting quality of the septum. Septum was observed being pierced through and tear off resultant in septum leakage. The septum tear was caused by the adapter not being lowered to the cannula gripper at the set-together process. As a result, the actuator was not activated to push open the septum during the cannula insertion process, leading to the cannula piercing the septum and causing a tear and subsequent leakage. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue.